Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was reacting very slowly. A technical support specialist (tss) found that the time was off by 7 minutes. The tss adjusted the clock to match the server that resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was populating the patient data very slowly. The customer reported that the delay was up to 10 minutes. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.